Event description:
The customer contact reported that the device delivered more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of parenteral nutrition for a duration of 24 hours. No specific device programming parameters were provided. The customer contact reported that the delivery completed in 12 hours instead of the expected 24 hours. There were no known reported adverse pt effects. No med interventions were reported. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.